Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach insulation degradation at 10.7 cm from the connector pin. The outer insulation was twisted and had surface cracking at the same location.

Event description:
This report is to advise of an event observed during analysis.